Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the manifold was not shifting. Additional malfunctions include the sieve beds were leaking/blown, the hose clamp was leaking, the heat exchanger was leaking, and the tie wraps were leaking.